Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4) ) displayed 'system error, out of service, revert to manual CPR' upon powering up" was confirmed during functional testing. Archive review could not be performed because the data could not be downloaded due to the size of the data being over the limit. Therefore, the specific type of system error could not be identified. The brake gap was inspected as a potential root cause for the system error, but investigation results confirmed that the brake gap was within the specification. The system error was cleared using apvision3 software. Nevertheless, the processor board pca assembly was replaced as a preventive precautionary measure. Upon visual inspection, it was noted that the load plate cover was defective with a hole, affecting the watertight seal, unrelated to the reported complaint. This type of physical damage is characteristic of user mishandling. The load plate cover was replaced to address the issue. The platform was further examined and unrelated to the reported complaint, it was noted that the power distribution board (pdb) revision level was below 6 and needed to be updated, attributed to the age of the platform. The autopulse platform was manufactured in october 2007 and is over 13 years old, well beyond its expected service life of 5 years. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. After the system error was cleared using the apvision software, the autopulse passed further functional tests without any fault or error. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.